Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no data points. No additional event or patient information is available. No product or data were provided for evaluation. Confirmation of the complaint was undetermined. The probable cause could not be determined.